Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported the device intermittently did not detect premature ventricular contractions. Reprogramming changes were made. The patient condition is good.